Event description:
Additional information stated the patient resolved without sequelae on (B)(6) 2013.

Event description:
It was reported the implantable neurostimulator (ins) had migrated inferiorly. There was pain and tenderness at the "inferior margin" of the ins, worsening with lumbar flexion while wearing pants with and without a belt. It was also reported the patient had a lack of stimulation paresthesia, and pain in the low back area due to the lack of effect. The "right thoracic epidural neuroelectrode" was non-functional with high impedances (greater than 10,000 ohms) across all four contacts. This caused a lack of stimulation in the right low back, right medial thigh, and right leg. Positional changes in stimulation were also reported. A reprogramming of the device as an intervention to the loss of therapy and positional changes was performed on (B)(6) 2012. Patient outcome was not available, and the event was reported as ongoing.

Manufacturer narrative:
Product ID neu_unknown_lead, explanted: (B)(6) 2012, product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3487a-56, lot# v260569, implanted: (B)(6) 2010. Product type: lead: product ID 3487a-56, lot# v375105, implanted: (B)(6) 2010. Product type: lead: product ID 3487a-56, lot# v167854, implanted: (B)(6) 2010. Product type: lead: product ID 3487a-56, lot# v346075, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that there were no anomalies. Analysis of the lead (serial # unknown) found that conductors were broken at the titan anchor site. All wires were broken 13 cm from the distal end. Anchor impressions in outer insulation 0.8 cm from the broken wires. Length and pitch of the impressions are consistent with a titan anchor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the implantable neurostimulator (ins) and lead were explanted and replaced. Upon removal, it was noted that the lead was fractured. It was indicated that the ins was repositioned in a cephalad position. The bottom of the ins was in the 'more superior aspect' of the new pocket. It was further stated that the outcome of the patient resolved without sequela. No further information was reported.